Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - drill. Customer has indicated that the product has been discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the drill driver fractured during drilling. No patient involvement was reported. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the device has fractured. The device is covered in bio-debris. No further evaluation could be made from the pictures provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.